Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient experienced an event of insulin flow blocked. Blockage was located in the tubing on (B)(6) 2025. High blood glucose resulting was addressed using correction bolus via pump. No further information was available.